Manufacturer narrative:
Correction b5: the following statement has been removed from the description of the event as clarification was received stating at this statement does not pertain to the device used in this event "medtronic received additional information that the autolog had stopped twice while in use" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer did not continue to use the instrument to complete the procedure after observing the issue, it was replaced by another autolog instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: the reported blood treatment trouble due to the level sensor failure and blood being sent to the waste bag was not verified during service. The service technician was unable to reproduce the reported issue. During service the service technician observed the following issues; the valve kit did not insert smoothly, there were cracks in the housing of the fluid trap, the centrifuge height was out of specification and error 17 was observed in the error log. The issues were resolved by disassembling and cleaning the instrument, disassembling and cleaning the kit sensor assembly, replacing the fluid trap and removing the shims between the centrifuge and moog motor. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Additional information b5. Medtronic received additional information that the autolog had stopped twice while in use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that there was blood treatment trouble. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information that some blood was being sent to the waste bag. The blood sent to the waste bag was discarded. The amount of blood lost was unknown and a transfusion was not required because of the issue. Medtronic received additional information that the level sensor failed, the test did not pass.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.